Event description:
Caller states that the inform base unit shows signs of burning. The plastic below the male connector has brown marks that appear to be signs of burning. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.